Manufacturer narrative:
(B)(4). A customer contacted the baxter technical center to report iipv. The reported issue was confirmed over the phone. The drain volume was equal to 3976ml, and the current uf was equal to 858ml. The technical service representative (tsr) reviewed the programming. The fill volume was equal to 2300ml, and the last fill volume was equal to 2300ml. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The nurse stated the patient said the overfill was caused from using the 4.25% solution bag. She stated that the patient has been doing fine since then. The nurse declined a swap of the machine. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of increased intra-peritoneal volume (iipv). The assignable cause was undetermined. The homechoice unit was operational.

Event description:
The customer contacted global technical services (gts) regarding a low ultrafiltration (uf) alarm, which occurred on the homechoice (hc) during use, during drain 4 of 4. The drain volume was equal to 3976ml, and the current uf was equal to 858ml. The technical service representative (tsr) reviewed the programming. The fill volume was equal to 2300ml, and the last fill volume was equal to 2300ml. Therefore, this complaint meets increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The target uf was set to 1000ml. The home patient (hp) stated they were empty and wanted to bypass to last fill. The tsr assisted in bypassing. The hp did not report feeling iipv symptoms; however based on the therapy information, the tsr reported it. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the event. The nurse stated that the patient informed her of the event. She stated the patient said the overfill was caused from using the 4.25% solution bag. She stated that the patient has been doing fine since then. She stated the patient has been able to continue therapy successfully on the cycler. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.